Manufacturer narrative:
On 22-sept-2021, mentor received additional information regarding the event date, procedure, patient¿s revision surgery, and suspected medical device. Left-sided rupture was suspected during the consultation held on (B)(6) 2021. The event date is (B)(6) 2021. The relevant field has been updated. The patient underwent a revision breast augmentation with the suspected medical device. The patient underwent bilateral removal and replacement with two 325cc mentor memorygel breast implant prostheses (catalog #: 3503251bc, left serial #: (B)(6), right serial #: (B)(6). Upon explantation, the left-sided implant was found to be intact. Updated reason for device explant and/or reoperation: suspected rupture, capsular contracture, ptosis on (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that the left side capsular contracture was IV, and right side grade was iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 17-oct-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed a crease/fold in the anterior view leak testing was performed in accordance with mentor procedures and no leak sites were detected during the analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with a 350cc mentor memorygel breast implant and experienced left-sided rupture postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2021.